Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. This device was used off-label to treat a ruptured aneurysm located in the left vertebral artery. Since the device was returned, the complaint of failure to open could not be confirmed, and the event cause could not be determined. It is possible that the patient¿s moderate vessel tortuosity may have contributed to the reported issue. Per our instructions for use (IFU): the user should begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of embolization device by pushing the delivery wire and/or unsheathing the embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. The embolization device is intended for endovascular embolization of cerebral aneurysms. The embolization device should not be used alone as sole therapy for acutely ruptured aneurysms.

Event description:
Medtronic received information the that the flow diverter failed to open. The device was attempted to be deployed, however, the distal end was not fully opening. Resheathing was attempted once. More than 50% of the device failed to open. The device was removed and a new one was placed with out difficulty. The treating location was the vertebral artery. No patient injury occurred. The anatomy was reported to have been moderate in tortuosity. Pru level was 260 and is being monitored. The aneurysm was ruptured, pseudoaneurysm, with 10mm max and 7mm neck. The landing zone was 3.4mm x 4.2mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.